Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the plant, the reported malfunction could not be reproduced. The likely cause could be due to stress of repeated use, external factors, or handling of the device; the image sensor unit was damaged, such as disconnection or a part mounted on the electrical circuit board, such as integrated circuit chips and capacitors, was broken, which may have resulted in the subject event. The event can be detected and prevented in accordance with the following instructions for use (IFU). We confirmed that the inspection method for the issue is described in "chapter 3: preparation and inspection_3.8 inspection of functions combined with related devices" in the ltf-s190-5/10 instruction manual operation section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope had a b30 scope communication error. There were no reports of patient harm.